Manufacturer narrative:
Follow-up # 1 date of submission 03/25/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/06/2014 with the following findings:during testing, the display was found to be dim, fading, and discolored. Unrelated to the complaint, evaluation revealed that the ok keypad button was intermittently unresponsive. The keypad cover was fully intact; no damage was observed. The keypad cover was removed and contamination was found under the up arrow and contrast key contacts. Also unrelated to the complaint, evaluation revealed that the battery compartment was cracked between the case seal and the finger pad. Additionally, the battery cap threads were found to be damaged/stripped.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter alleged that the display screen was faded and the display text was discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.